Event description:
The dealer stated the right legrest will not elevate. He stated the motor is giving off a burnt smell. The dealer stated the consumer actually traded the leg rests (left and right) to determine the issue was the motor and not the legrest.